Event description:
It was reported that "the pump losing inflation and deflation." As a result, pump was exchanged off pt.

Manufacturer narrative:
Eval: pump was sent to hospital's biomed dept. Biomed contacted arrow field service & was concerned because they were unable to get "any response from the fos." Arrow field service instructed biomed to look at fos status and its connection device. Connection device was broken. An fos test fixture was sent to biomed dept. & functional testing was completed. Pump was returned to service. A follow-up report will be filed if more info becomes available.